Event description:
Patient sent to ir (interventional radiology) due to port not functioning properly. The plastic port was identified as defective and was removed by the physician in ir. A new metal port was inserted by the physician.